Event description:
Device malfunction: suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, upon tightening of the sutures, a suture break occurred. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.